Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The medical agent did not go through the catheter, so the catheter was replaced by a new one. The user did not perform flush test prior to use. The patient's condition was reported as fine.